Manufacturer narrative:
Follow-up # 1 ¿ (02/23/2015). The patient¿s meter has been returned on 1/26/2015 and evaluated by lifescan product analysis on 2/10/2015 with the following findings:the meter involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio sync system kit is missing test strips. This complaint is classified according to the documentation of the customer care advocate. The patient reportedly received the system kit without the test strips on (B)(6) 2014. The patient did not take any action in regards to diabetes management based on the subject product. On (B)(6) 2014, the patient indicated he was feeling lightheaded. There was no report of any required medical intervention to suggest a serious injury. The closure seal on the packaging was not intact prior to opening. This complaint is being reported due to the alleged missing test strips issue. There was no evidence of a serious injury associated with the incident.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.